Event description:
It was reported that eight years ago the patient had a surgical procedure to implant an ams 700 ultrex penile prosthesis and the device is no longer working. The device is no longer inflating. The patient is requesting for advice on how to repair the prosthesis. Additional information received that the physician and sales rep are suggesting that there is a permeability in the device and the device will have to be replaced. The patient will have to wait an undetermined time for the operation.